Event description:
The pt was being treated for a non-union of the proximal right femur. The dr performed an autograft and applied external fixation for compression. The dr used a 25cm rail with an lrs t clamp on the proximal end and an lrs swivel clamp on the distal end. Rancho cubes were used at both ends to allow for additional pin placement in the lateral and anterior pelvis and lateral and anterior tibia. During treatment, the rail broke proximally at the insertion of the t clamp which held the screws in the lateral pelvis. The distal swivel clamp held the screws in the lateral distal femur. The dr replaced the rail and performed additional grating.